Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the pump module infused at the wrong rate was confirmed. The tubing was not returned for investigation of the report of kinking. Physical inspection of the device revealed the platen was broken at the lower hinge bracket. The bezel datum posts were deteriorated and dried fluid residue was observed on the bezel. A large crack was noted at the lower hinge shroud, however, it was found that the crack did not impact the functional performance of the device. Log analysis shows that the pump module was initially programmed using guardrails for a primary infusion of heparin 25,000unit/500ml as a weight based drug. The user entered a weight of (B)(6), dose of 12unit/kg/hr which made the rate 17.3ml/hr, and vtbi of 450ml; the infusion was started. On (B)(6) 2017 the infusion completed on schedule and a short time later at 11:00 am the user changed the vtbi to 450ml and started another infusion of heparin. At 4:12 pm an air-in-line alarm occurred. Beginning at 4:13 pm the user paused and restarted the pump module multiple times. At 5:08 pm the user powered off the device. Rate accuracy verification was performed and the device was found to be over infusing. During testing there were periods of unregulated flow observed. The proximate cause of the customer¿s report that the pump module infused at the wrong rate was a broken platen lower hinge. The root cause of the platen breakage was not determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient who was on a heparin infusion for over 12 hours showed no ptt changes. Upon inspection the rn noticed the heparin bag contained the same volume as when it was started (500 ml). The rn then noted the drip chamber was not dripping and the tubing was kinked plus the pump did not alarm. After unkinking the tubing the pump was noted to be infusing faster than expected, then stopped for a moment then restarted again at the faster rate. The infusion contained 25,000 units of heparin in 500 ml of d5w with a rate adjustment per facility protocol based on the patient¿s anti-xa results. After the replacement of a new pcu, lvp, heparin solution and tubing the treatment infused without incident. There was no patient harm.